Event description:
It was reported to the gore, the pt was diagnosed with an indirect inguinal hernia on the right, and a direct inguinal hernia on the left side. The physician implanted two pieces of gore mycromesh biomaterial repairing both of the hernia defects. It was reported by the physician that approx 110 days post op, the right side inguinal was red and swollen, thus the pt felt pain on that side. Following antibacterial therapy, the situation didn't change, thus the physician explanted the biomaterial out of the right side inguinal.

Manufacturer narrative:
Device eval in progress. Investigation in progress.